Event description:
Procedure: hernia repair. According to the reporter: (B)(6) patient suffered severe post operative pain that needed analgesic for 4 weeks, and limping pain. This is noted to be a paritex product.

Manufacturer narrative:
(B)(4).